Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu2417 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC dislodged. Start date: (B)(6) 2020; end date: (B)(6) 2020 mild severity and related to device (catheter). Action taken: device removed. Recovered no sequalae. The patient came with PICC dislodged 17cm, PICC was removed.